Manufacturer narrative:
The referenced report of suspected thrombus, pump stop, stroke and subsequent patient expiration is covered under medwatch MFR report #2916596-2016-01739. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 6 months. Device evaluation: the explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis which was reported under medwatch MFR report #2916596-2016-01739. This medwatch report covers the incidental investigation findings of fatigue damage to a wire on the external portion of the driveline. The explanted pump was returned assembled with the driveline intact. Electrical continuity testing of the driveline found that all of the wires were electrically intact. Multiple areas of braided shield breakdown were noted along the external portion of the driveline, including an area approximately 10 inches from the metal/controller connector. Visual inspection of the wires found a breach in the black wire insulation approximately 9.5 inches from the connector. The observed breach could have allowed an electrical short to shield while the system was operating on a tethered power source (power module or mobile power unit). However, the system controller log files only showed the system operating on external batteries. The black wire breach would not have affected system function while the system was operating on batteries. The observed wire damage could not be conclusively correlated to the initial reported events of thrombus and pump stop. The damage appeared consistent with fatigue failure due to cyclic flexing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2016, it was reported that the patient presented to the emergency room on (B)(6) 2016 with elevated lactate dehydrogenase and the pump off. The implanting center planned to exchange the pump due to concern for pump thrombosis, but the patient subsequently suffered a stroke and expired on (B)(6) 2016. The explanted pump was returned for evaluation and the investigation identified some fatigue damage to a wire on the external portion of the driveline that could not be correlated to the initial communicated event reported above.